Event description:
Hosp staff alleged the foot end of the bed fell when the bed was being lowered and is now wedged and will not move, the head end will move. Hosp stated a pt was in bed, but no injuries were reported. Tsr found that the bolt that secures the foot hilow motor to the foot lift arm was missing. Tsr replaced the left foot arm, foot hilow motor, and hardware to repair.